Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - stenosis" was confirmed based on the medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 3 years and 10 months post tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient experienced a failed valve with failure mode stenosis. The valve recalcified causing a non cusp frozen leaflet. The patient underwent a valve in valve procedure for treatment with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve." Per medical record review, patient had history of chronic renal impairment and atherosclerosis. It is well known that patients with chronic renal disease are predisposed to bioprosthetic heart valve or calcification with leaflet motion restriction. Atherosclerosis is also a risk factor due to elevated cholesterol levels being implicated in the vascular calcification process. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis. As such, available information suggests that patient factors (chronic kidney disease, atherosclerosis) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per medical records review, approximately 3 years and 10 months post implantation of a 23mm s3 valve in the aortic position, the patient's valve was now stated as having failed and having severe prosthetic valvular stenosis. The patient had a successful viv done with a 23mm s3ur in the aortic position via tf approach. There was no significant paravalvular leak on the aortogram and limited echo. The patient tolerated the procedure well and was discharged on pod1.

Manufacturer narrative:
Investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by field clinical specialist, approximately 3 years and 10 months post tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient experienced a failed valve with failure mode stenosis. The valve recalcified causing a non cusp frozen leaflet. The patient underwent a valve in valve procedure for treatment with a 23mm sapien 3 ultra resilia inside the initial 23mm sapien 3 valve. Patient is doing well. The event will be captured as calcification.